Manufacturer narrative:
Previously, the manufacturer was contacted in reference to death of a patient. There was no allegation of product malfunction. No other medical information was specified. The manufacturer received a new information on 07/15/2025 that the device was serviced by service center. During the evaluation of the device, the service technician observed that an error code was present. The error code was cleared, and the device passed all the tests. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to death of a patient. There is no allegation of product malfunction. No other medical information was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.